Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed for all implanted devices related to this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following implant procedure. The patient was hospitalized and was given IV antibiotics. The device was explanted. Follow up report indicated that the patient is recovering well.